Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis, with a blood glucose of 795 mg/dl. The customer stated that she had large ketones. The customer had also noticed an abscess on her stomach, which was treated with antibiotics. Troubleshooting was performed, and the insulin pump was programmed correctly. Found low battery, low reservoir and no delivery alarms in the alarm history. Drive support cap was not damaged. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. Advised the customer that the tubing clamp would be sent to her. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.